Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There hav been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's left knee was revised due to tibial component loosening. Patient was revised to a triathlon ts knee. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.